Manufacturer narrative:
No device sample was returned for analysis, however, a lot number was provided for the device alleged to be involved in the event. Manufacturing records were reviewed and found no-issues or non-conformances. Based on the available information, no root cause could be established. The relationship between the coopervision device and the incident could not be confirmed.

Event description:
Manufacturer received notification from us FDA (united states food and drug administration) of user report reference number mw5183266, submitted by a patient. It is reported that the patient experienced an unspecified eye infection. The user report was submitted anonymously, without reporter contact details the manufacturer was unable to make attempts to obtain additional information regarding the event, including the type, nature, or severity of the alleged infection, treatment, or resolution. This event is being reported in an abundance of caution due to the allegation of an unspecified eye infection with limited event details and the potential for serious or permanent injury, or the necessity of medical intervention or medication to prevent or preclude such occurrence associated with some ocular infections. Should further relevant medical information be made available, the manufacturer will provide these details in the applicable follow-up report.